Manufacturer narrative:
Method - the manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent another procedure to treat right common iliac artery aneurysm enlargement at the ipsilateral leg of the trunk. A contralateral leg was placed as a distal extension with intentional coverage of the right internal iliac artery (the riia was already thrombosed). The pt tolerated the procedure with no complications. The physician could not identify a cause for the aneurysm enlargement. No endoleaks were observed, although the physician stated that aneurysm enlargement could have been due to a lack of distal seal.